Event description:
A peritoneal dialysis nurse (rn) contacted baxter technical service to report an overfill problem or inaccurate ultra fill reading using a homechoice cycler. The technical service representative checked the therapy log, which showed that therapy was complete with no bypass recorded. Homechoice cycler was programmed for 10 cycles and only 6 were completed. The rn stated that therapy did not end prematurely and the homehoice cycler was not turned off during therapy. The pt is in ICU and unable to communicate.